Event description:
The customer reported non-reproducible and elevated initial troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access 2 immunoassay system used in conjunction with the access accutni reagent and calibrator. An initial result of 1.306 ng/ml was obtained and released from the laboratory but was corrected and issued to the hospital within one hour of release. There was no report of patient injury or change in patient treatment associated with this event. The laboratory's protocol is to retest any patient samples with a troponin I result of 0.15 ng/ml or greater. The customer retested the sample on the original instrument and recovered a lower result of 0.007 ng/ml. The sample was then tested in triplicate on an alternate access® 2 system and produced lower results of 0.007, 0.008, and 0.007 ng/ml which were within the normal reference range. The patient's sample was collected in 4.5 ml lithium heparin plasma tube and centrifuged at 3,500 rpm (rotations per minute) for seven minutes. Quality control (qc) is performed once every 24 hours. Qc recovery was within the laboratory's established ranges on the date of the event. The customer noted qc fliers a few weeks prior to the event; qc was repeated and recovered within range. System parameters (including calibrations and system checks) were performing within assay and instrument specifications. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) realigned the pipettor to be in alignment with the reagent pack, sample carousel, and wash tower. The fse noted dried wash buffer in the wash carousel track and in each slot of the wash wheel. The fse cleaned the wash wheel and wash carousel track. The fse proactively replaced the mixer pulleys and belt, all probes (aspirate, pipettor, and substrate), and cleaned the analytical module. The wash and precision pumps and valves were cleaned and rebuilt. The fse cleaned the rollers on the peristaltic pump and cartridges and proactively replaced peristaltic pump tubing. Alignments were performed, ultrasonics were adjusted, and the pipettor temperature was adjusted to 37°c. The mixer speed, vacuum, substrate straw and bottle, and luminometer were inspected and verified to be within instrument specifications. System verification testing (system check, calibration, precision testing, and qc) was within assay/instrument/laboratory specifications following the repairs. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.